Event description:
Additional information, patient presented (B)(6) 2017 with vaginal discharge/vaginal odor, (B)(6) 2017 with abnormal uterine bleeding, (B)(6) 2017 - diagnosed with uti and discharged with antibiotics/pain med. Recurrent incontinence also reported. Sling removed for erosion on (B)(6) 2017.

Manufacturer narrative:
The follow-up was created to document the additional information and updated codes. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated foreign body reaction, pain, urinary problems, and other injuries.